Event description:
It was reported that the programmer powers on to the homepage but will not progress. Recycling power did not resolve the issue. Technical services instructed the caller to detach all peripherals and re-boot and the programmer was operable. It was suggested that the service disc be run. No patient complications were reported as a result of this event. It was reported that the programmer powers on to the homepage but will not progress. Recycling power did not resolve the issue. Technical services instructed the caller to detach all peripherals and re-boot and the programmer was operable. It was suggested that the service disc be run. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.